Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they recently had a stroke and memory was kind of hard for them. The caller noted that the device was turned off for an ultrasound and they don't know if it was ever turned back on. The caller noted that they had an upset stomach yesterday and that was what got them thinking about their implant. Patient services (ps) emailed an image to the caller so they know what they are looking for and they will call back with equipment to check the implant.